Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. There was no delay in the start of precleaning. The air/water nozzle was flushed. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: adhesives around objective lens has a pinhole; adhesive on bending section cover or distal sheath rubber has a chip; connecting tube has a buckling; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; universal cord has buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope, the insertion tube between 10 and 15cm is unstable. This event occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, found that the coating of the nozzle was clogged. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.